Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that sometime in (B)(6) 2016 the cuff on a patients tube did not inflate. Information regarding any required intervention such as recannulation was not known.